Manufacturer narrative:
Referring to the product inquiry the glenosphere holder/ impactor is the only reported device and thus considered the primary product. Since the review of the device history records / inspection records revealed no discrepancies, we exclude deviations in manufacturing. Further, the device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in february 2015) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The product was not shipped to stryker (B)(4) to date (aug 11, 2017) after 94 days; this issue will be clarified. For the time being the investigation will be closed formally. In case the product resp. Relevant information becomes available the case will be re-opened and updated. Based on the limited information given and in absence of the affected instrument the root cause of the reported event could not be determined. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not return.

Event description:
Sales rep reported an alleged broken instrument. During a primary left total shoulder surgery as the surgeon was impacting onto the baseplate, the screw broke that attaches the impactor to the glenosphere. The broken piece was removed. No delay, no consequences.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported an alleged broken instrument. During a primary left total shoulder surgery as the surgeon was impacting onto the baseplate, the screw broke that attaches the impactor to the glenosphere. The broken piece was removed. No delay, no consequences.